Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Patient reported the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. Device remains implanted.